Event description:
On 25 jul 2025 updates were made to quantities in the case. Supplemental report is being submitted as a cancellation report following the completion of the investigation on 01-aug-2025 as the complaint no longer meets the description of a reportable incident (physician extends needle into intended biopsy site with stylet fully in place). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
E1, f4 - email: (B)(6). Supplemental report is being submitted as a cancellation report following the completion of the investigation on 01-aug-2025 as the complaint no longer meets the description of a reportable incident (physician extends needle into intended biopsy site with stylet fully in place). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: the device evaluation could not be completed as the devices or photographic evidence of the devices were not returned for evaluation. The packaging of the two devices were returned. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution, all echo-25 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-25 of lot number c2251831 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the warnings section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. And precautions sections of the IFU instructs the user to "the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture" there is evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause can be attributed to use error. It is known from the additional information provided, that the stylet was not fully in place inside the needle when advancing into the targeted site. As stated in the instructions for use (IFU), the stylet should be retracted approximately 1¿cm from the luer fitting on the needle handle prior to puncture. This use error could have led to a distal kink and in turn, the reported issue¿"the friction between the needle and the channel felt too much so that it would not run smoothly down the channel into the target lesion¿. The user has not complied with the requirements of the IFU and/or label. Confirmation of complaint: complaint is confirmed based on customer/rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: confirmed quantity of 2 devices, confirmed used. Complaint is confirmed based on customer/rep testimony. According to the initial reporter, the patients did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause can be attributed to use error. As stated in the instructions for use (IFU), the stylet should be retracted approximately 1cm from the luer fitting on the needle handle prior to puncture. The reported issue¿"the friction between the needle and the channel felt too much so that it would not run smoothly down the channel into the target lesion"¿is likely due to a distal kink. This kink may have occurred because the stylet was not partially retracted before the puncture, contrary to IFU guidance. The user has not complied with the requirements of the IFU and/or label. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event:needles not able to properly man-oeuvre.patient/event info - notes:responses received.please find attached the information I was able to gather in red: physician who was present on that day and was kind enough to complete the questions.1. What is meant by ¿needles not able to properly man-oeuvre¿ can this be explained further as to what issue occurred? The friction between the needle and the channel felt too much so that it would not run smoothly down the channel into the target lesion.2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) We were targeting the head of the pancreas from d2 but even from d1 it was tough to pass the needle down the channel.3. Please describe the size of the intended target site. 4cm.4. Was puncture of the targeted site difficult? It was not puncture that was difficult, it was more than passing the needle into the lesion after puncture.5. What is the scope manufacturer and model number that was used? Olympus.6. Was the scope recently service/repaired? Not sure.7. Was the device used in a tortuous position? No.8. Are images of the device or procedure available? No.9. Was the device damaged in packaging before removal? No, and the problem was with 2 different needles in 2 different patients. When we switched to a sharkcore needle, it worked fine.10. Was the device damaged on removal from packaging? No.11. Was force required to remove the device? No.12. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Advancement of the needle.13. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no.14. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a.15. If not with the device in question, how was the procedure performed and/or finished? We switched to a sharkcore.16. Did the patient require any additional procedures as a result of this event? No.17. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? See above.18. Was gaining access to the target site difficult? No.19. Was force required on insertion of device into scope? No.20. Was resistance felt while inserting the device through the scope? No.21. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a.22. Was the endoscope in a flexed or twisted position at any time during the procedure? No.23. Was the syringe used during the procedure, after the stylet was removed? No.24. Was difficulty experienced while retracting the needle? No.25. Was it possible to be fully retract before removing the needle from the patient? No26. How many samples were obtained (passes completed) with this needle? None27. Did any section of the device detach inside the patient? No28. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No29. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No31. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes